Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices have faded/hard to read expiration dates. There was no health impact or consequences reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.